Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The device passed both rite (returned instrument test evaluation) electrical and rite functional tests. No abnormalities were identified during internal/external inspections. The pneumatic system was found to be working within specifications. A short simulated therapy was performed with no issues noted. The alarm was unable to be duplicated during sample analysis. The event history log was downloaded and confirmed the reported high drain alarm. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during peritoneal dialysis (pd) therapy. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred upon turning the hc on. A technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). . The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states, ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.